Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latching issue was confirmed and reproduced while attempting to load a set (door not fully latched alarm). Eval found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels due to cracks found in the threaded insert bosses in the front case. These mount the pumping mechanism to the front case and the cracks caused separation between front case and mechanism assembly. The front case was replaced.

Event description:
It was reported that a spectrum pump had a door latching issue. It was also reported there was no pt involvement.